Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical service engineer (tse) advised the customer to RMA the instrument. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, vessel sealer extend (vse) had a white substance in an excess amount coming out of the device. The customer had two different vse instruments discharge a white substance. The customer replaced the first instrument and noticed the second had the same issue. The technical support engineer (tse) explained the white substance was likely krytox grease and advised to send the instrument in via RMA for analysis. The customer noted they were not returning the second vse. The surgeon was continuing as planned with no further issues. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the krytox fell from the instrument into the patient from both vessel sealers. The surgeon used a suction irrigator, but the removal of the krytox was not confirmed. There were no post-operative complications. There was no patient harm.